Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results for 17 patients with two coaguchek xs pro meters compared to an instrumentation laboratory acl top analyzer. The customer was performing validation studies for two meters and comparing the results to a laboratory analyzer. The serial numbers of the coaguchek xs pro meters were (B)(4). The customer did not provide which meter was used for each patient test, the information was requested. Also, the time between meter and laboratory testing was requested but not provided. Below are five examples of questionable inr results obtain from the customer: patient 1's meter result was 2.9 inr and the laboratory result was 1.7 inr. Patient 2's meter result was 2.0 inr and the laboratory result was 1.2 inr. Patient 3's meter result was 5.0 inr and the laboratory result was 2.8 inr. Patient 4's meter result was 2.0 inr and the laboratory result was 1.5 inr. Patient 5's meter result was 3.0 inr and the laboratory result was 2.3 inr.